Event description:
Additional information received reported per the health care provider (hcp) the patient was stable as this time with spasticity control via oral medication. The plan was to replace the pump in the future. No further information was provided.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found a tear in the seal near the guide ring of the sc (sutureless) connector.

Event description:
It was reported that the patient had developed a fluid collection at the pump pocket site and experienced increased spasticity. The patient as admitted on the report date for surgical exploration of the pump pocket site. Before surgery, the health care provider (hcp) noted an area at the catheter access port that was excoriated and reddened. When the pump pocket was opened during surgery, the health care provider (hcp) determined that the pump pocket was infected. Both the catheter and pump were explanted and cultures were sent from the pump pocket. After surgery, the patient was admitted to the neurologic intensive care unit for monitoring. The patient was to remain on IV antibiotics and start on IV valium and oral baclofen. The plan was to re-implant a device system in three months. The devices would not be returned as the customer discarded them. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
While it had previously been reported the devices would not be returned because the customer discarded them, the system was returned by a mortician for disposal.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.